Event description:
Customer sent a complaint stating that she had an allergic reaction to lifestyles x2 condoms. Although no medical attention was needed, she had applied a corticosteroid cream over the area.

Manufacturer narrative:
Exemption number (B)(6) - ansell healthcare products llc is submitting this report on behalf of suretax ltd. Additional info received from customer: she stated that she is not allergic to latex.